Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, both response button dome switches were missing. The cause of the inability to activate the monitor is the missing switched. The root cause of the missing dome switches is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons weren't working on a patient's monitor.